Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced abdominal inflammation. The cause of the event was not reported. The patient was hospitalized for the event and was treated with an unspecified drug infusion. At the time of this report the patient was not recovered and dianeal therapy was ongoing. No additional information is available as the reporter declined further follow up.